Event description:
Additional information was received from the patient. Patient said she called a few weeks ago and changed the program because the device wasn't doing what it was supposed to do and it still isn't. Patient is still peeing and pooping uncontrollably and she doesn't even know when she is doing it. Patient mentioned in the past feeling shocking. Patient said they have not touched the settings. Walked caller through turning on the handset. The handset wouldn't turn on. Had the patient plug into the charging cord and handset said 100% charged. Had patient press and hold the power button and still wouldn't power on. Brought on healthcare it and had them troubleshoot and they couldn't get the handset to power on either. Patient was demanding a new upgraded handset and communicator. Agent explained we only replace like for like. Patient said the external equipment has never worked properly. Sent email request to repair to send a replacement a10e handset. Told caller if when she gets the device tomorrow and it still doesn't work she needs to follow up with her doctor

Manufacturer narrative:
Continuation of d10: product ID a520 lot# serial# unknown implanted: explanted: product type software product ID tm90p01 lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that caller stated that they have been peeing all over the place and were needing assistance connecting to the equipment. Pss walked the caller through the steps of pairing the ins with the handset/tm90. The caller stated that they only had 2 programs available to them. The caller stated that they have not seen the hcp since receiving the new equipment. Caller was able to change to the other program and adjust to a comfortable level. The caller mentioned that when they first got the ins they about " electrical themselves" when they were adjusting the stimulation. Caller stated that they would track and monitor their symptoms. Pss redirected the caller to further assist with getting the caller additional programs. Caller mentioned that they have balance issues, walk with a cane and had a bad hip replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and stated the therapy still wasn't helping their symptoms as they were still experiencing urinary leaks/peeing their pants, especially at night and they wanted assistance with making an adjustment. The patient was assisted with connecting to their settings. The therapy was on. The patient increased the stimulation to where they felt it comfortably in their bike-seat region. The patient would monitor their symptoms now that a change had been made. The patient to check with their healthcare provider (hcp) to see if it was ok to switch programs if they found that their current setting was still not helping. The patient may call back in the future for assistance in switching programs.

Manufacturer narrative:
Continuation of d10: product ID a520, product type software product ID tm90p01, product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back in to report that their therapy showed improvement from their last call with mdt but now, their improvement is declining. Patient mentioned previously reported information. Patient added that they were "peeing up a storm". Patient mentioned that they were wearing the same amount of women's pull-up pants and it doesn't keep them from leaking at all. Patient was asked if they tried changing programs before and they mentioned that they think their program changed itself. When asked for when issue started, patient could not provide a date but said that it was gradual. Agent reviewed general therapy information and walked patient through connecting to their ins and patient was able to increase their stimulation. Patient confirmed feeling the stimulation, but only a little and when the patient sat down during the call, they mentioned that they were hurting. They said that when they stand up and sit down, they feel it hurting and thinks it might be too much. Agent walked patient through decreasing their stimulation to a comfortable level and redirected to patient to hcp if the issue persists.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got their stimulator for their bladder and for their rectum. They called to report that last night, they suddenly experienced severe, very severe, pain in the site where the implant was implanted that felt electric. They had temporary shooting/electric pain at the ins site. This pain stopped happening when they moved their leg ever so slightly and the pain lasted "probably maybe" fifteen minutes. They could not even lie down in bed again and were nodding off standing up with their leg slightly crooked; they were afraid to put their leg back on the bed because of intense shooting pain that went through their butt and leg and felt like electric pain. They also reported that since implant, they had not been having any leakage, just a teeny bit, but the last day or two leakage had been a lot. Their setting was 0.5 volts, and that was working fairly well, not perfectly. The day of the call and last night they really peed a lot in their underwear, the pull-ups, and overnight pad, and they were not even aware of it. It was reviewed this should be reported to their doctor and that the help line could help them turn stimulation down or off until they had the chance to talk with their doctor. The patient stated their doctor always referred them to speak with the manufacturer. Help with how to understand and use their communicator and handset was offered, and the patient was successful to use them to connect to their ins. They reported s timulation was on, on program 3 at 0.5 volts. It was recommended the patient turn stimulation down or off until they could speak with their doctor. An offer was made to help them decrease or turn stimulation off, and the patient declined, stating they did not want to mess with it too much because it had been working perfectly. General system information was reviewed and an email was offered to be sent to field staff. The patient confirmed they would report the pain to their doctor. An email was sent to field staff, as the patient wanted to be in touch with the representative they had talked with in the past, and they were redirected to their healthcare provider. Additional information was received from the manufacturer representative that the patient had been scheduled to be seen by the doctor and the representative on (B)(6) 2021 at noon. Additional information was received from the patient on 2021-may-09. They reported that they were in the hospital because of their implant. They were having a lot of problems. They would receive shocks from the device daily. They were taking acetaminophen and their doctor told them they were taking too much and sent them to the hospital because they were poisoning themselves (not alleged to be caused by the device/therapy). Their programmer would not hold a charge and because of this, they could not make adjustments. They needed a new device. They were provided with the number to the manufacturer help line for future use. Additional information was received from the patient on 2021-may-10. They reported they had an appointment with the surgeon tomorrow ((B)(6) 2021) at 10am and wanted a representative there. They said they wanted them to bring a new communicator and handset to replace theirs. The communicator did not work. The device could not find the communicator. The device was in-operable. They thought they had turned therapy off, but it was not. They thought the stimulation was getting to be too much. Somehow, the therapy had jumped up on its own from 0.4 volts or 0.5 volts to 0.7 volts and they were immobilized. The first time they were shocked was 2021-may-05, and they thought they were being electrocuted. They said their device had been electrocuting them. They were able to get the therapy shut off. The next day, they got it turned on to 0.5 volts. The day after that, friday, (B)(6) 2021, they thought they had a terrible charge again. They were able to calm it down. They took a whole lot of acetaminophen for the pain it caused which put them in the hospital. The surgeon doctor was afraid they took too much acetaminophen so they had the patient admit themselves to the emergency room (ER). They were admitted friday night. They gave them an intravenous (IV) for the acetaminophen poisonings and a dose of a narcotic for pain killer in the IV. They were discharged saturday night at 8pm. They had lots of difficulty walking. They were seeing the surgeon in the morning at 10am. The last half of the week and last night they had these electrical charges. They were discharged from the hospital with narcotic patches, but they were not strong enough; they still had electrical twinges. If they even moved a little finger, they would get a surge of electricity going through their body. They went in bed last night and lifted their right leg and felt electrical pain, and surgical pain from the device while sleeping. The patient wanted a call from a manufacturer representative confirming someone would be at their appointment and a call was made to the patient from field staff.